Event description:
It was reported that during an implant procedure, the lead buckled and was breached. The lead was not used and a new lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation was kinked/buckled. It was noted that there was blood in/on the helix/lobe mechanism and damaged at implant.